Event description:
It was reported that pump displayed malfunction alarm code malf 0 with fault ID 0x217c, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction code appeared again.